Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found an integrated circuit anomaly which resulted in power up anomaly.

Event description:
It was reported that the merlin.net transmitter was damaged due to lightning. The device would no longer power up. The device was returned and exchanged.